Event description:
The service repair technician reported that during routine testing of the device at the service center, the unit had a main bearing leak. This leak contaminated the encoder wheel and dual tach board. The technician replaced tach board with a new component before finding the bearing leak. The bearing fluid caused the dual tach board not to sense encoder wheel. There was no pt involvement.

Manufacturer narrative:
The complaint is confirmed by the in-house repair center. The service repair technician performed preventative maintenance and verified the unit operated to manufacturing specifications. The unit was returned to the customer. No additional action will be taken at this time.